Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm coronary cutting balloon was selected for use. During the procedure, it was reported that the balloon burst. No complications were reported, and patient is stable post procedure.